Manufacturer narrative:
Testing and investigation found that the device had multiple s233 (over temp psc) malfunction alarm codes in the device history. Further testing found that the fan did not turn as expected and was making noise. The fan was not rotating fast enough causing the psc ambient temp to exceed and the device generated s233 error. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an overheating error code. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.